Event description:
It was reported that this system exhibited noise and oversensing on the right ventricular (rv) channel. Additionally, the lead safety switch had been triggered due to suspected low, out of range, rv pacing impedance. Pocket manipulation and isometrics did not reproduce any noise. Impedance was 495 ohms and threshold was 1.0v@0.4ms in bipolar configuration. The sensitivity was reprogrammed to 1.5mv. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.